Event description:
Per the clinic, the patient experienced a performance decrement with device use. The implanted device remains.

Manufacturer narrative:
This report is filed january 29, 2015.

Manufacturer narrative:
The patient's date of birth is (B)(6) 1920. (B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2014 and the patient was reimplanted with a new device during the same surgery. This report is filed december 31, 2014. Device currently unavailable for analysis.